Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, g1, h3, h6.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received (B)(6)2021 with lot number 3448015. Analysis of the returned device identified: weight to the spec and creases fold. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.